Manufacturer narrative:
The investigation of vascular damage - peripheral vessel and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. H1 type of report was erroneously selected on the initial manufacturer device report number 1220648-2025-28656. H6 health effect - impact code 1802 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28656.

Event description:
The user facility reported that during impella cp support of a 57-year-old male, the patient developed a gi bleed and heparin was discontinued. Additionally, it was reported that the patient was not doing well, occasional intermittent vagal, bradycardia and alternating ventricular tachycardia. Patient was on vasopressin. Patient was made a do not resuscitate. Ultimately case was withdrawn and the patient expired.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿